Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I results on a patient. The results provided were: on alinity= < 0.01 ng/ml /previous history=0.05 ng/ml on architect and siemens=0.05 ng/ml customer reference range for alinity troponin= < 0.0262 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, accuracy testing and labeling review of alinity I stat highly sensitive troponin-I, reagent lot: 80168ud00. Review of tracking and trending for the alinity I stat highly sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 80168ud00. Accuracy testing was completed utilizing an in-house retained kit of lot: 80168ud00 and panels which mimic patient samples. All specifications were met, indicating that the lot is performing acceptably. Device history record review did not show any potential non-conformance's or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat highly sensitive troponin-I, lot number: 80168ud00, was identified.

Event description:
The customer observed falsely decreased alinity I stat highly sensitive troponin-I results on a patient. The results provided were: on alinity= < 0.01 ng/ml /previous history=0.05 ng/ml. On architect and siemens=0.05 ng/ml. Customer reference range for alinity troponin= < 0.0262 ng/ml. There was no reported impact to patient management.